Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the swivel adaptor cross-threaded into the skull clamp base. The mayfield 2 lock also had up and down movement and the teeth would grind when rotated. New components were added to replace the worn internal parts. A review of the device's manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a3059 mayfield 2 series skull clamp for service and repair because the swivel adaptor was not threaded correctly into the skull clamp and is now stuck.